Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was found to be running on the default time and date setting since (B)(6) 2015. There was no evidence of a power on reset event observed. There was one pump reboot event associated with a battery change observed on (B)(6) 20/15. The battery compartment was cracked at the case seal. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The prime steps were performed correctly with no power interruption or any alarms observed during the investigation.